Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's tube extension was broken and missing a .243 x .165 piece at the proximal clevis interface. The clevis was dislodged from tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's tube reinforcement ring had a scratch mark that aligned with the main tube scratches. In addition observation, the instrument's main tube was scratch marks/abrasions. The distal end of main tube has various scratch marks with light material removal. The scratches were .194 - .208 in length and not aligned with the tube axis. An additional observation not reported by site was that both pitch up and down cables were frayed at the wrist. Small strands stuck out. The pitch cable was also frayed at the clevis hub, where the tube extension was broken. The strands were stuck out, however the cable was not broken. An additional observation not reported by site was that the instrument's tube extension had various parts where pad printing had been removed, scratch marks measured approximately .354 in length and the other pad print removed areas measured approximately .198 x .115. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing removed and/or main tube damage which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the monopolar curved scissors instrument, it was noted that the orange insulation was broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.